Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g4, g7, h2, h3, h6, h10. The complaint sample was evaluated and the reported event was confirmed through physical evaluation. The returned provisional exhibited signs of repeated use and was fractured on the medial side of the post. The device history records were reviewed and no discrepancies were identified. Evaluation of the returned device found the fracture consistent with failure modes caused by either bending overload or low cycle fatigue culminating in bending overload. However, a definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
A fractured instrument was received via the worn instrument return program. No adverse events have been reported as a result of the malfunction. Attempts have been made and no further information has been provided.